Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs0870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported according to the nurse's reports, on 05/16, when she was dressing the patient, she noticed that the repair of the catheter was cracked, as a precaution, she chose to insert another catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damage to the two-piece connector was confirmed but the cause is unknown. A single photograph of a damaged 4fr s/l groshong nxt catheter was returned for evaluation. Only the proximal section of the two-piece connector was within the frame of the photograph. The catheter showed evidence consistent with clinical use. The white oversleeve, which covers the joint between the extension leg tubing and the blunt of the red luer adaptor, contained a longitudinal split. The split traversed from the proximal end of the oversleeve to approximately the circumferential ring on the red blunt connector. Deformation was also seen on the wing of the red blunt connector near the split in the oversleeve. The damage seen on the red blunt connector and the damage on the oversleeve are likely related. However, the observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include damage to the connector from mechanical tools such as hemostats and/or tensile (pulling) damage to the joint. If the physical sample is returned at a later date, this evaluation will be updated with the sample analysis results. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported according to the nurse's reports, on 05/16, when she was dressing the patient, she noticed that the repair of the catheter was cracked, as a precaution, she chose to insert another catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged connector piece is confirmed. One proximal piece of a 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. Multiple large longitudinal splits were observed around the circumference of the white collar of the returned connector piece. The red hub of the connector piece was also observed to be slightly damaged near the location of these splits. A microscopic observation revealed striations on the surfaces of the splits as well as the damage observed on the red hub. The surfaces of the splits and the damage found on the hub were observed to be mostly flat and uniform. The shape, location, and physical characteristics of the damage observed on the returned sample indicate the connector piece was likely damaged due to contact with a sharp instrument such as a scalpel or scissors.

Event description:
It was reported according to the nurse's reports, on 05/16, when she was dressing the patient, she noticed that the repair of the catheter was cracked, as a precaution, she chose to insert another catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded:the complaint of damage to the two-piece connector was confirmed but the cause is unknown. A single photograph of a damaged 4fr s/l groshong nxt catheter was returned for evaluation. Only the proximal section of the two-piece connector was within the frame of the photograph. The catheter showed evidence consistent with clinical use. The white oversleeve, which covers the joint between the extension leg tubing and the blunt of the red luer adaptor, contained a longitudinal split. The split traversed from the proximal end of the oversleeve to approximately the circumferential ring on the red blunt connector. Deformation was also seen on the wing of the red blunt connector near the split in the oversleeve. The damage seen on the red blunt connector and the damage on the oversleeve are likely related. However, the observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include damage to the connector from mechanical tools such as hemostats and/or tensile (pulling) damage to the joint. If the physical sample is returned at a later date, this evaluation will be updated with the sample analysis results. H3 other text : evaluation findings are in section h.11

Event description:
It was reported according to the nurse's reports, on 05/16, when she was dressing the patient, she noticed that the repair of the catheter was cracked, as a precaution, she chose to insert another catheter.